Manufacturer narrative:
The customer replaced the battery to resolve the issue. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Legal manufacturer: (B)(4). The customer replaced the battery to resolve the issue.

Event description:
The hospital reported a failure resulting in a loss of ac power with inability to charge the back-up battery. There was no patient involvement.